Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and accuracy tests were performed. The device failed accuracy tests. The problem was duplicated. The reported problem was caused from an out of specification explusor. The expulsor was grinded to fix the issue.

Event description:
It was reported that the patient received infusions of blinatumomab. The medicine cassette ran out 3-7 days earlier than it should have. Either the pump more than it should (temperature, viscosity, other influencing factor), the position in relation to the cannula, or the cartridge did not originally contain 250 ml. Checked from the hospital pharmacy that the medicine cartridge was filled correctly, and the volume of the cassette was 250 ml. During maintenance, an "air bubble" was detected in the rubber seal of the pressure sensor. There was patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.